Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced the loss of communication between insulin pump and transmitter, change sensor alert, sensor updating alert. The customer reported no adverse event. The event involved product(s) mmt-7040b, mmt-1884, mmt-7841zn. Troubleshooting was performed. Customer is unable to run a transmitter test and/or test passed. Customer was advised to try another sensor. Confirmed transmitter serial number is programmed in manage devices screen. Pump in process of making multiple attempts to re-establish communication with the transmitter. No harm requiring medical intervention was reported. No product return is required for mmt-7040b. No product return is required for mmt-1884. The customer will discontinue use of the transmitter. Mmt-7841zn was requested and the customer response was that the device will be returned.

Manufacturer narrative:
Following our receipt of one transmitter and placed unit under microscope and found contamination/ corrosion damage to connector pins, unable to continue with functional testing or verify loss communication anomaly. In summary, the customer complaint of loss of communication anomaly could not be confirmed, unable to perform functional test or verify voltage test due to corrosion at the connector pins. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.